Event description:
It was reported that the patient was not getting pain relief. Th patient underwent an explant procedure. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in december 2024. D6: explant date: on (B)(6) 2024.